Event description:
The customer reported that the ICU rn noticed IV zosyn infusing quickly as soon as hung. Secondary infusion was hung higher than primary. Secondary zosyn was noticed back flowing into primary d5ns. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Manufacturer's report date: 07/29/2015. The customer's report of secondary flowed into primary was confirmed in the (B)(4). The primary and secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed by filling the primary bag with clear water. Fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. The root cause of this failure was not identified.